Event description:
It was reported that upon review of the merlin.net transmission, the implantable cardioverter defibrillator exhibited long charge time. Transmission from 5/1/17 revealed long charge time again. No intervention was performed. No further information was available.